Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe and permanent harm, with endure pain, suffering, disability, impairment, disfigurement, inflammation, emotional distress, loss of enjoyment of life, scarring and additional scar tissue,

Event description:
Patient representative reported "severe and permanent harm, with endure pain, suffering, disability, impairment, disfigurement, inflammation, emotional distress, loss of enjoyment of life, scarring and additional scar tissue, incurred costs for medical care and treatment, and other economic and non-economic damages". This record is for the right side. Device was explanted.